Event description:
It was reported that a 0.014" balance middleweight (bmw) elite was to be used in percutaneous coronary intervention treatment. Before the procedure, the physician took out the guide wire and did an inspection; no issue was noted. Due to occasional condition, the patient could not get the procedure (the patient did not want to have procedure). Because the guide wire was not used, the physician was putting it back into the protective sheath, at which time the guide wire separated 20 cm from the end. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported guide wire separation was confirmed via returned device analysis. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.